Manufacturer narrative:
On 19-feb-2025, additional information was received indicating the cause of the coronary artery dissection was alcoholization of vein of marshall: balloon guided by wire inside lima (left internal mammary artery) and agilis deflectable sheath. No radiofrequency(rf) ablation was done prior to noting the pericardial effusion. There was no smart touch unidirectional sf (stsf) catheter implicated during the marshal alcoholization. The materials involved in the dissection of marshall's ligament (coronary sinus) include: medtronic launcher catheter guide, abbott mini trek ii coronary dilation catheter, abbott acessory kit. Based on the additional information received which indicates the pericardial effusion occurred before the radiofrequency ablation and that the there was no stsf catheter involved during the marshall alcoholization. This event will no longer be considered to be an MDR reportable event against the smart touch unidirectional sf. H6. Medical device problem code has been updated from ¿patient device interaction problem (a01)¿ to ¿adverse event without identified device or use problem (a24)¿. H6. Health effect - clinical code has been updated from ¿cardiac tamponade (e0605)¿ to ¿no clinical signs, symptoms or conditions (e2403)¿. H6. Health effect - impact code has been updated from ¿recognised device or procedural complication (f15)¿ to ¿no health consequences or impact (f26)¿. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a smart touch unidirectional sf and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that during treatment of persistent fibrillation with the carto system a dissection of a tiny part of the coronary sins occurred during alcoholization of the marshall vein. The maneuver was aborted. Then, treatment was performed correctly by endo cavitary way in the left atrium. Drainage of a pericardial effusion via subxiphoid puncture was done at the end of the procedure with about 300 ccs of blood removed by the cardiologist. On (B)(6) 2025, additional information was received indicating that atrial fibrillation was correctly treated in left atrium part. Pulmonary vein isolation (pvi), roof line and mitral isthmus. Treatments received includes 83 shots of radiofrequency (rf). Rf time was 21 minutes 48 seconds with energy of 50.7 kj. The adverse event was reported to have been discovered before use of bwi products. It was reported that the adverse event occurred before radiofrequency treatment in the left atrium. Adverse event occurred during alcoholization of vein of marshall, in the coronary sinus, in the right atrium. Agilis sheath 8.5f med curl was used. Activated clotting time (act) was reported to be according to manufacturer recommendation, however, exact value is unknown. No error messages observed on biosense webster equipment during the procedure. Bwi catheters used during the procedure included a smart touch unidirectional sf and pentaray nav. The patient was reported to have fully recovered. Based on the information received on 3-feb-2025 which indicated a bwi ablation catheter was used during procedure, the event was reassessed as MDR reportable as a serious injury.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4 catalog should be ¿unk_smart touch unidirectional sf¿ note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: for field e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on (B)(6) 2025, it was noticed an incorrect date was reported in section b5. Event description of the 3500a initial medwatch report. It was reported that the additional information that changed the reportability was 13-feb-2025. However, the correct date was (B)(6) 2025. Please consider this correction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).